Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. It was reported that the receiver was exposed to moisture. No additional patient or event information is available. Labeling indicates that the dexcom cgm receiver is not water resistant. Do not get the receiver wet at any time.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up. The case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.